Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker-dependent patient presented in-clinic. Upon interrogation, stored electrogram revealed noise on the right ventricular lead. The patient's lead was capped and replaced on (B)(6) 2018. The patient was in good condition post-procedure.